Manufacturer narrative:
Following escalation and review, a sensor replacement was approved due to system performance concerns. The sensor was requested for further evalutaion, however, it was not returned by the time of complaint closure. A review of the in-vivo sensor glucose data showed variable glucose data with occasional sg/bg mismatch. The raw sensor data did not reveal any anomalies. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction. The potential root cause for the reported discrepancy could not be determined, but it may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event with an example on (B)(6) 2025 at 1:00 am (sg 14 mmol/l, bg 38 mmol/l); however, dms review confirmed that at 12:59 am the sensor glucose was 11.7 mmol/l with no bg entered. No high glucose alert was generated because the sg value did not exceed the alert threshold. The user resolved the event independently by administering insulin, the user's healthcare provider is aware of the event, and per dms the user is currently using the system with up-to-date information.